Manufacturer narrative:
(B)(4). Boston scientific received information that this patient was presented back to the electrophysiology(ep) laboratory. According to the aicd warranty validation and lead registration form, the device and electrode were explanted due to infection. There were no complications or irreparable injury reported following this surgical procedure.

Manufacturer narrative:
(B)(4); the available information suggests that this electrode remains in-service at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information from the local representative that this patient was seen by the physician. The electrode has eroded through at the xiphoid incision site. The patient will be scheduled for an electrode revision procedure.

Manufacturer narrative:
(B)(4). The available information suggests that this electrode remains in-service. As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a local representative contacted boston scientific's technical services (ts) the local representative received information from the physician that this patient developed an infection and erosion (thinning of skin) at the xiphoid incision. The system has been implanted for greater than one year. Currently, the patient is being treated with antibiotics and the patient has been scheduled for an in-clinic check in two weeks. At that time, the physician will determine if the electrode needs to be explanted.